Event description:
A report was received that the pt was admitted to the intensive care unit due to pocket infection and fever. The pt was experiencing redness and pain at the ipg site. The pt also experienced fever. The pt was placed on IV and oral antibiotics. The physician believes the infection was related to a recent pocket revision. During a follow up visit, it was reported that the pt was able to receive some stimulation after being reprogrammed, but was still sore. The pt will continue to be monitored, but has no signs of infection.